Event description:
It was reported that the patient had a catheter revision on (B)(6) 2011. Drug delivered via the device was baclofen. No further information was obtained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2011 (B)(6), explanted: unk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the catheter had dislodged.